Event description:
Per the edwards lifesciences field clinical specialist report, while prepping a retroflex3 delivery system it was noted that the delivery system balloon would not stay fully inflated after four times of sizing the balloon, it was thought there may be the possibility of crack in the hub so a new delivery system was used instead successfully.

Manufacturer narrative:
The affected delivery system was returned to edwards, irvine for evaluation. During the initial product evaluation the delivery system was successfully de-aired and inflated to nominal size. No leak was observed . Investigation of this event is ongoing; the complete engineering evaluation is pending.

Manufacturer narrative:
During the evaluation, the delivery system was visually inspected for any abnormalities at the balloon, y-connector, and balloon shaft (including under the strain relief); no abnormalities were observed. As there was fluid still in the balloon/y-connector, it was difficult to see any leak paths in the y-connector. The delivery system was successfully de-aired and inflated to full size. No leaks were observed. The device was then air dried for two weeks to ensure residual fluid from use and testing was not obstructing potential leak channels. The y-connector was visually inspected again and there appeared to be a leak path at the y-connector between the balloon port and guidewire port through the adhesive around the guidewire lumen, but it was difficult to determine if the leak path traveled through the whole length. The returned rf3 delivery system was prepped per the instructions for use (IFU) in order to size the balloon to measure the balloon outer diameter when fully inflated. During sizing of the balloon, a very small leak was seen coming from the guidewire port, thus, confirming the complaint. However, the balloon was still able to be sized sufficiently to measure and maintain the balloon diameter. The root cause of the inability to size the balloon was determined to be a leak path in the y-connector to the guidewire shaft bond due to insufficient adhesive in the area, which allowed a leak path to develop. It should be noted that the rf3 delivery systems undergo a 100% air leak testing during manufacturing; however, it is possible that the leak path formed over time after manufacturing. The manufacturing procedure was updated with clarification of the proper technique for adhesive application to prevent future complaints of this type. This device was manufactured prior to this training. The IFU steps for prepping the rf3 delivery system are to first de-air the system and then to inflate the balloon inside the balloon gauge until the balloon reaches the correct diameter when fully inflated. After the balloon is properly sized, the balloon is deflated. The prepping and balloon sizing make it highly likely that a y-connector leak path would be detected before being introduced into a patient. In this case, evaluation confirmed the rf3 delivery system balloon outer diameter was able to be held during inflation and the leak path would not affect valve deployment. Therefore, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.